Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately low in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 06:02pm she obtained a result of "155mg/dl" on the subject meter. Meter to feelings comparisons do not meet lifescan's criteria of a valid comparison for accuracy. The patient manages her diabetes with an insulin pump. The patient reported that "4 hours" after the alleged issue occurred she developed symptoms of "blurry vision and lethargic" and on (B)(6) 2016 she administered "5 units of insulin and increased until normal range". During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious hyperglycemic event after the alleged issue occurred.